Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter/cde contacted animas and reported that the patient was admitted to a hospital that same day for dka. Through troubleshooting, the animas representative involved in this contact was unable to find any evidence of a pump malfunction. The pump was reportedly delivering insulin as programmed. No associated alarms were noted in the pump's history. The basal history and basal settings matched. The bolus history was correct. No issues were observed with the patient's infusion set or cartridge. The reporter however noted redness and lipodystrophy at the site. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time it is unknown if the pump contributed to the patient's injury.